Manufacturer narrative:
The complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample angiodynamics is unable to conduct a thorough investigation. However, angiodynamics has been made aware of this type of complaint and has opened up a corrective action to address this issue. We are currently looking into a new wire. A review of the mfg records indicated that all of the device spec and quality requirements were satisfied. This type of complaint will be monitored for trends. No further action at this time.

Event description:
There was resistance on the catheter when the wire was pulled back and the catheter became stuck on the wire and "accordioned" back on the wire and was then stuck inside the sheath.